Event description:
When preparing vial for IV administration with a blunt tip needed, a piece of the penetrable rubber stopper unattached and was floating in the IV mixture. This medication was discarded and not used and another vial was obtained for patient use.